Manufacturer narrative:
(B)(4). Date of event: the disconnection occurred during therapy on an unspecified date in (B)(6) 2013. An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced a disconnection resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. During therapy, the patient line of the cassette became disconnected from the patient's transfer set. The patient reconnected themselves and continued with therapy resulting in contamination of the sterile fluid pathway. The patient was not hospitalized for the event. The patient was treated with injections of vancomycin (intraperitoneally (ip), 2gm, every 3 days), ceftazidime (ip, 1gm, daily), and gentamicin (ip, 40mg, daily). The patient was not retrained on aseptic technique. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon investigation of the event, a correction was noted regarding the recovery status of the patient that was reported. The patient was reported to be recovering from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): the patient had not recovered from peritonitis at the time of the initial report.